Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service was dispatched as they experienced low blood glucose. Blood glucose level was 50 mg/dl. Customer was using insulin pump within 48 hours of reported low blood glucose event. Insulin pump was been used on auto mode. Customer also had issues with high blood glucose. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.